Event description:
Customer reported the generator battery pack is defective. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator battery pack. System operates as intended. This MDR is related to ge healthcare complaint number.